Event description:
Additional information was received 28nov2024. There was no difficulty experienced with advancement. The dilator was in place when the black sheath was introduced. Tortuous patient anatomy was denied.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d9 - date returned to mfg. Correction: h6 - medical device problem code. Investigation ¿ evaluation. It was reported that the shaft of the flexor sheath included in the rosch-uchida transjugular liver access set separated during the puncture process of a transjugular intrahepatic portosystemic shunt (tips) procedure for a 56-year-old male patient. There was no difficulty experienced with advancement. The dilator was in place when the black sheath was introduced. Tortuous patient anatomy was denied. The procedure was successfully completed by using a new like device. No adverse effects were reported. Reviews of documentation including the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one used sheath. The device was received with the sidearm detached. The flare of the sheath remains inside the cap and hub of the side arm. It appears to be a material separation. There is no indication that the complaint device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one relevant nonconformance, in which all nonconforming devices have been scrapped and inspected 100% per qc prior to further production. A complaint history search identified no additional complaints. Cook did not identify any nonconforming material in house or in the field. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the shaft of the flexor sheath included in the rosch-uchida transjugular liver access set separated during the puncture process of a transjugular intrahepatic portosystemic shunt (tips) procedure for a 56-year-old female patient. The procedure was successfully completed by using a new like device. The photo provided by the customer confirms the failure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E1-customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.